Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque procedure in tricuspid position. On post operative day (pod) 6, the patient experienced a syncopal episode. An ECG performed following the event identified a complete av block (third-degree). As a result, a permanent leadless pacemaker was subsequently implanted pod 10. The patient recovered with sequelae related to the pacemaker implantation.

Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.